Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm.

Event description:
Physician called to report a button error. Customer hospitalized due to cancer, however, he has went high due to his inability to bolus. The blood glucose reading is 294 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.